Manufacturer narrative:
The device was returned to cardiac surgery on may 06, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring proximal seal fell apart in the surgeon's hands. The reporter clarified that the deployment tube detached when the surgeon put the seal in the tube. A replacement unit was used to complete the procedure. The occurrence date is unk. The hospital did not report any patient effects. The product was returned.